Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise and baseline shifting resulting in multiple episodes with a delivered inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting and programming options. This device system remains in service. No additional adverse patient effects were reported.